Event description:
It was reported that the cartridge leaked insulin. Customer did not recall from where it leaked. The customer continued using the cartridge. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.